Event description:
When removing the plug from the socket, flames formed at the transition between the plug and the cable and sparks/smoke were emitted from the socket. The office reported that a person in the office was injured (no patient was reported to be injured). Upon assessment of the event, the burn appears to be related to heat and not due to electrical shock. The scanner operator hands were dry. There was a minor injury (superficial burn) in the finger that did not require any medical intervention.

Manufacturer narrative:
A thorough investigation was performed to assess this event. A cross functional team analyzed the investigational findings and determined the severity of the reported deficiency, evaluated the hazard, and considered the potential risk to patients and users. It was concluded that no further actions are required to prevent the re-occurrence of the harm. The company did decide to increase the robustness of the cables to meet the observed use conditions, as a result of this investigation. No clear trend is identified, but we continue monitoring to make sure there is no change to the trend or any change that could affect this decision additiional data: h6 investigation findings updated with code 122 after investigation completed. H6 investigation conclusions updated with code 4319 after investigation completed.

Event description:
When removing the plug from the socket, flames formed at the transition between the plug and the cable and sparks/smoke were emitted from the socket. The office reported that a person in the office was injured (no patient was reported to be injured). Upon assessment of the event, the burn appears to be related to heat and not due to electrical shock. The scanner operator hands were dry. There was a minor injury (superficial burn) in the finger that did not require any medical intervention.

Manufacturer narrative:
The current user manual contains the following warnings: "do not connect the scanner to a mains supply without protective grounding, in order to avoid the risk of electrical shock", "do not use the equipment if a scanner malfunction occurs or if physical damage is observed, in order to avoid electrical shock or physical injury. Call customer support", and "avoid twisting, knotting, pulling, and stepping on the wand cable and the power cable". In a rare case (1 event out of 85,000 active scanners) a report was made that a damaged power cable caused a minor injury to a user. No medical intervention was needed. Up to that case no user reported any harm due to the issue. An investigation in to the root cause of the event is being conducted. Back in jan-2023, an investigation was performed on the power cable damage issue (with no injury) , and concluded that power cable damage can get damaged due to the incautious use. Initial reporting is being submitted until align completes the investigation.

Manufacturer narrative:
Updates were made after reviewing the quality of device identification information submitted previously against data in the gudid.